Manufacturer narrative:
(B)(4). Yielded jaw, dropping or ejected clip, damaged shroud top, non-functional. The analysis results found that the device was returned with the jaws yielded, the top shroud bent and separated from the jaws. The device was cycled and ejected the remaining eight clips. The lockout feature was not functional. The device was disassembled and the lockout posts and latch were noted in good condition. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the lock out failure and the damaged of the top shroud. It is known from the history of the instrument that the condition of the jaws can lead to the reported event of clips being spit out. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that when the jaws are closed on a hard object (not original design intent), the induced elongation in the component will exceed the material's elastic zone (compression/tensile stresses induced on the jaws are higher than its yield strength), hence the jaw width will not return to its original dimensions/position after completion of firing. In addition as per the instructions for use ¿never fire the instrument over another clip or instrument. Firing the instrument in this manner may distort or yield the instrument jaws, which can cause the instrument to "spit clips." A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when attempting to load the device the clip would not feed into the jaws. A new device was used to complete the procedure. There was no patient impact.